Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular (rv) lead was explanted and replaced due to an unknown issue. The patient condition was unknown.